Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was a component within the gas delivery engine (gde) assembly. A gde assembly was replaced for this device, which resolved the failure fault. The fse performed the operational verification procedure for the device and passed. Having met manufacture specifications the device was returned to the customer for use.

Event description:
The customer reported this ventilator device failed to cycle a machine breath, prior to use. However, no patient involvement was associated with the event.